Manufacturer narrative:
B5 updated from: it was reported that a patient had passed away recently. We have been unable to obtain additional information after multiple follow up attempts. The cause of death is unknown and the device is unavailable for evaluation. If additional information becomes available, a supplemental report will be filed. To: it was reported that a patient had recently passed away. We have been unable to obtain additional information after multiple follow up attempts. The cause of death is unknown and the device is unavailable for evaluation but we can not rule out that patient's pdm not holding a charge, was the cause of the patient's death. If more information becomes available, we will submit an additional supplemental report.

Event description:
It was reported that a patient had recently passed away. We have been unable to obtain additional information after multiple follow up attempts. The cause of death is unknown and the device is unavailable for evaluation but we can not rule out that patient's pdm not holding a charge, was the cause of the patient's death. If more information becomes available, we will submit an additional supplemental report.

Event description:
It was reported that a patient had passed away recently. We have been unable to obtain additional information after multiple follow up attempts.. The cause of death is unknown and the device is unavailable for evaluation. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported passing of the patient. No lot release records were reviewed, as the product lot number was not provided.